Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with sensor and serter. The customer stated they continue having skin irritation. The customer's blood glucose was over 400mg/dl. The customer stated the sensor has not been reading correctly and had a bent cannula.